Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece of the plastic popped off and reservoir compartment had crack. The customer¿s blood glucose level was 150 mg/dl. The customer also reported that the o ring was missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip, however test reservoir able to lock and click into place properly. Pump had missing reservoir tube o-ring.